Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The cause for the failure was isolated to defective q12 and q16 igbts (insulated gate bipolar transistors) on the defibrillator pca. The root cause for the defective igbts could not be positively identified. Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (cannot complete incoming testing) was confirmed. As received, the monitor displayed code 203 - pulse test fault. Upon evaluation, the monitor failed an internal pulse test. Root cause investigation is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete incoming testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (cannot complete incoming testing) was confirmed. As received, the monitor displayed code 203 - pulse test fault. Upon evaluation, the monitor failed an internal pulse test. Root cause investigation is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete incoming testing.